Event description:
It was reported that the patient experienced a loss of therapeutic effect. The symptoms returned at approximately 12:00pm. The patient's devices had last been checked and approximately six weeks before the report. The status lights were assessed. The second device the patient only saw the green 9v battery light. The first device confirmed the implantable neurostimulator was on. Additional information has been requested from the hcp, but was not available as of the date of this report. Reference MFR report #300420917820103101.

Manufacturer narrative:
(B) (4).